Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer; product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulation system was not working and had ¿tried changing the batteries¿. They were unable to turn one of programmers on and was unable to connect with the other. The patient was sent a replacement programmer. When using the replacement programmer, they still encountered a poor communication message when trying to connect to the ins. It was reviewed with the patient that the ins batteries (patient has 2 implants) implanted in 2009 may have reached end of service. The patient was redirected to their managing healthcare professional (hcp) for the issue. They noted an appointment on the 11th. No patient injury was reported in the event. There were no further complications reported or anticipated. Additional information was received from a consumer. It was reported that the patient recently had the batteries replaced and had general questions about the new handset. The patient indicated they were happy with the therapy and everything was going well until they started to have problems that were previously document.